Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 6.5w; retainer ring: black. The pump was returned for alleged pump error 23, pump error 53, pump error 68, and pump error 49 found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test, active current measurement, sleep current measurement, and displacement test. No pump error 23, pump error 53, pump error 68, or pump error 49 alarms noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, pump error 23 alarm confirmed in the pump history/trace files on (B)(6) 2021 at 1:35am. Pump error 53 (line number 8193 file number 15757) alarm confirmed in the pump history/trace files on (B)(6) 2021 at 1:34am. Pump error 68 alarm confirmed in the pump history on (B)(6) 2021 at 1:34am. Lastly pump error 49 confirmed in the pump history files on (B)(6) 2021 at 1:34am. The history download confirmed pump error 53 due to software error. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 53 (line number 8193 file number 15757) alarm confirmed in the pump history/trace files on (B)(6) 2021 at 1:34am due to possible hardware issue as per global logic analysis (esf (B)(4)). Pump error 23, pump error 49, and pump error 68 confirmed in the pump history/trace files on (B)(6) 2021 as a result of pump error 53 causing an unexpected restart to occur. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Information received by medtronic indicated that, the insulin pump had multiple pump error. It was unknown whether the insulin pump was able to clear the alarm and rewind the insulin pump or not. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-1771-2021. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.